Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 1000 mg/dl. The customer had symptoms such as diabetic ketoacidosis. The customer was treated in the hospital. The product will not be returned for analysis.